Manufacturer narrative:
Batch review performed on 26 february 2020: lot 081312: (B)(4) items manufactured and released on 10-oct-2008. Expiration date: 2013-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager: preliminary investigation performed on 12th march 2020. From the received photo it is not possible to determine the root cause related to the event, but from the received photos and information we can exclude a failure of the device.

Event description:
The patient came in, 10.5 years after primary surgery, for a post-op appointment, and after taking x-rays, osteolysis of the cup was observed. Revision surgery successfully completed.